Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The failure could not be duplicated. The sys was found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys had an intermittent interlock error message. No pt injury was reported.